Event description:
It was reported that the pump always displays "cassette not properly connected". There was no patient involvement and no human harm or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.